Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneous tbhcg results generated by the access 2 immunoassay system for one patient. A patient sample when tested gave tbhcg result of 0.00miu/ml. This result was questioned because it did not fit the patient's clinical picture. Upon repeat, the sample gave positive results of ">1000.00miu/ml" and "34000.00miu/ml". The erroneous result was reported outside of the laboratory. No reports of death, injury or changed to patient treatment have been received in connection with this event.

Manufacturer narrative:
Sample was serum and sample processing information was according to the tube manufacturer's recommendations. Qc is run every 8 hours and was within specifications prior to the event. No errors were posted to the event log during the event. A system check performed in 2008 passed specifications. Customer reran samples back to the last acceptable qc. No other results are in question at this time. A field service engineer (fse) was on site the same day: fse found that the clot detection was disabled. Fse re-established the pressure curve and enabled clot detection. Ultrasonic voltages were checked. Diagnostic testing and qc passed specifications. Fse states that the post-analysis examination showed that the sample was mildly hemolyzed with no visible fibrin. Per fse, a possible sample aspiration problem may have contributed to this event. However, a clear root cause for this event has not been determined to date, a malfunction will be assumed for the purpose of this report.